Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 17:24:03. During night drain cycle eight, the patient's ultrafiltration reading was 1488ml, indicating the home patient (hp) drained 1488ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device?s therapy log revealed the user had an ultrafiltration (uf) volume of 1488 ml during therapy initiated on (B)(6) 2012 at 17:24:03, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle eight received a partial fill. Cycle eight drain was completed on (B)(6) 2012 at 06:30:59 and the user's actual drain volume during cycle eight was 1905 ml. The actual drain volume of 1905 ml is 86.6% of the largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.